Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no reason was found. Reprogramming fixed the problem and it was noted that the impedance issue could be due to a fall, but the patient can¿t recall correlation to recent falls. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient went on a trip and settings had been the same before and after the trip but since returning home, patient has had to charge every day and woke up with the ins depleted whereas before they were charging once a week. Patient had charged for several hours and could not get the ins to 100% since (B)(6) 2020. It was confirmed that the patient had not changed the amplitude. It was reported that there were no recent falls. Impedances were around 1000-1300 ohms except for contact 8 which was over 10k ohms but was not being used. Caller provided stats from tablet: recharge data median coupling - 8 7/14 50% 19 mins 7/14 50-75% 17 mins 7/14 50% 3 mins 7/14 50% 22 mins 7/15 50-75% 18 mins stimulation usage data 7/6 - 100%, 7/8 - 80%, 7/9-7/13 - 100%, 7/14 - 65% and about 20% usage for today. Caller noted that for today there was 2 "programming session" indicators with a "therapy unavailable" indicator in between. The rep started charging ins in the office with slight pressure on the antenna and was able to get 8 coupling bars. Rep noted they reprogrammed the patient with different electrodes, lowered the pw, to see if this would help with recharging interval. No symptoms reported.